Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 110b proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested replacing solenoids 3 and 4. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The event log (drpta) was downloaded and reviewed. Error 110b code was noted. Solenoids 3 and 4, and the data acquisition pcba were replaced. The device underwent performance verification tests and passed per philips standards and was returned to service.

Manufacturer narrative:
The removed solenoid x-valve (number2 and 4) was returned to the product investigation lab (pi). The pil technician installed the solenoid x-valve (number2 and 4) into a pi ventilator to duplicate the reported issue. This is regarding the solenoid x-valve (number2 and 4) that was received in the product investigation lab with the accusation of: ec/110b proximal pressure sensor auto zero failed. The pil technician could not duplicate the failure from the service. The solenoids 3 and 4 operate without issue during the test vent operation. In addition, solenoids 3 and 4 passed the pressure accuracy test. Pil has determined that no fault was found with the solenoid valves after further evaluation. The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the da pcba into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. Tech could not duplicate the failure during the service. The suspect data acquisition pca operates on the stb without issue. There was no fault found. Product UDI is corrected.